Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported to fresenius this peritoneal dialysis (pd) patient had an infection, peritonitis, and was currently doing in-center hemodialysis (hd). Additional information was obtained through the hemodialysis registered nurse (hdrn). The hdrn accessed the patient¿s hospital discharge summary to provide the information. The patient presented to the emergency room (ER) on (B)(6) 2021 for unknown signs/symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was admitted to the hospital and initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The patient also was being treated for a diabetic foot ulcer in the right heel. The pd effluent culture resulted positive for gram positive cocci, methicillin-resistant staphylococcus aureus (mrsa). The patient was also determined to have pseudomonas aeruginosa and gram-negative bacilli in the right heel wound. During the hospitalization the nephrologist noted the patient to have ascites at the pd catheter. The catheter was pulled (date unknown), and the patient was transitioned to hemodialysis (hd). On (B)(6) 2021 the patient was diagnosed with sepsis due to unspecified organisms. The patient¿s course of treatment during the hospitalization is unknown. The patient was discharged on (B)(6) 2021 and started in-center hd on (B)(6) 2021. Per the hdrn, the patient is not hygienically clean, and he does not take care of himself. Therefore, the suspected cause of the peritonitis event is touch contamination. It is unknown if the patient will return to pd therapy as their health status is not well.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of methicillin-resistant staphylococcus aureus (mrsa) peritonitis with hospitalization and subsequent treatment of diabetic foot ulcer and sepsis due to unspecified organisms. However, there is no documentation in the complaint file to show a causal relationship between the cycler set and the patient¿s peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The patient reportedly doesn't follow good hygiene practices resulting in the suspected cause of the peritonitis being touch contamination. This is supported by the culture result of staphylococcus aureus, bacteria found in the nasopharynx and oral cavity and a known risk factor for pd infections. Risk factors for mrsa include the presence of a chronic wound in which this patient had a diabetic foot ulcer. Additionally, the patient is a type ii diabetic with poor health status. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization and subsequent diagnosis of sepsis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius this peritoneal dialysis (pd) patient had an infection, peritonitis, and was currently doing in-center hemodialysis (hd). Additional information was obtained through the hemodialysis registered nurse (hdrn). The hdrn accessed the patient¿s hospital discharge summary to provide the information. The patient presented to the emergency room (ER) on (B)(6) 2021 for unknown signs/symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was admitted to the hospital and initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The patient also was being treated for a diabetic foot ulcer in the right heel. The pd effluent culture resulted positive for gram positive cocci, methicillin-resistant staphylococcus aureus (mrsa). The patient was also determined to have pseudomonas aeruginosa and gram-negative bacilli in the right heel wound. During the hospitalization the nephrologist noted the patient to have ascites at the pd catheter. The catheter was pulled (date unknown), and the patient was transitioned to hemodialysis (hd). On (B)(6) 2021 the patient was diagnosed with sepsis due to unspecified organisms. The patient¿s course of treatment during the hospitalization is unknown. The patient was discharged on (B)(6) 2021 and started in-center hd on (B)(6) 2021. Per the hdrn, the patient is not hygienically clean, and he does not take care of himself. Therefore, the suspected cause of the peritonitis event is touch contamination. It is unknown if the patient will return to pd therapy as their health status is not well.